Event description:
Reported unknown number of false positive sars results for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in december of 2021. The customer communicated that the caregiver has tested positive with quickvue ever since his initial sars infection but was not able to give clarification on the number of tests performed. Molecular (pcr testing) was performed periodically during this time and confirmed negative results (exact dates unknown).

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in (B)(6) 2022. The customer communicated that the caregiver has tested positive with quickvue ever since his initial sars infection. Molecular (pcr testing) and other rapid antigen testing were performed since and confirmed negative results. The customer communicated an additional 11 false positives for the caregiver. Individual events are captured on separate reports.

Manufacturer narrative:
Correction/additional information: b3 - changed date of event. B4 - added today's date of the follow-up report. B5- altered the description of event to match the new information received from the customer. G3- added the date that the new information was received.